Manufacturer narrative:
Section a1-4: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump prep, the coring knife bar would not go halfway through the 2 holes at the top of the coring knife. The coring knife was able to core the left ventricle apex normally. There was no delay in surgery due to the event, and no patient impact.